Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three. The patient was connected at the time of the alarm. There was nothing found during the troubleshooting that could have caused or contributed to the alarm. The technical services representative assisted the patient in ending therapy and advised the patient to restart therapy using all new supplies or complete therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.